Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's issues with high blood glucose levels. The nurse states the customer's levels had been in the 500mg/dl. The nurse did not have pump serial number. The nurse was advised to have customer call back in order to troubleshoot.